Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger was getting really hot when they charge and then it would not charge all the way, or the controller would show that it cannot find the device. This began about a month ago. The rep was not sure who the physician was. Technical services (tss) sent request to repair to replace the recharger. No symptoms were reported. Charger getting really hot, won't charge stimulator all the way and intermittently would not find the implanted neurostimulator (ins).

Manufacturer narrative:
H3: product ID 97755. Serial# (B)(6): product type recharger was returned and analysis reports shows that got hot after running it at donut end white arrow rubbing off. This does not impact the functionality of the recharger record the two values the number high (00) the number low (00) failed all bench tests medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that they received the replacement recharger but mentioned that their external equipment is still not working. Patient expressed that without their external equipment, they would be in pain. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller and battery pack. Agent had patient blow air into the controller charging port. Patient confirmed that the controller turned on with green light flashing and 'memory problem' message. Agent had patient connect the recharger and start the ins recharge session. Patient confirmed that both the controller battery and implant were at 30% with recharging excellent. Agent reviewed information. Patient stated that they did not receive the belt. A request was sent to the repair department to replace the recharging belt.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.